Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system that during cardiopulmonary bypass, they experienced oxygenation issues. A few minutes into bypass, it was noted that the arterial line was dark in color. The perfusionist checked the gas line and oxygen flow and both were correct. Immediately after these were checked, the fio2 was raised to 100%. Although the circuit was on full flow, the arterial line looked desaturated. The po2 was measured at 30.5 mmhg. The oxygenator was changed out and there was 100% oxygenation saturation with a po2 of 511 mmhg. No known impact or consequence to pt. Product was changed out with a 10 minute delay. Surgery was completed successfully.